Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient fell due to weather conditions. The device was reprogrammed by the rep. The rep checked connectivity and impedances and all were good. The patient was going to have an x-ray. The issue was not yet resolved. No further complications were reported.